Event description:
The company was informed that the pt is experienced discomfort swelling, and scarring at the site. The scarring has caused displacement of the device. Surgery was performed to aspirate the purulence. Incision and drainage procedure was performed, however, this was not successful in getting the fluid away. It was reported that the pt's device was sitting above the temporalis muscle with surround pocket of purulence and thick scar. The pt is not exhibiting any signs of infection. The pt was prescribed bactrim ds for 2 weeks. The pt is currently healing.